Event description:
A "bovie" was connected for use. When checked the machine wouldn't function in bipolar jack so was changed to accessory jack. The md was using one hand for suction and one hand for the bovie. The md stated that the machine was still on without stimulus. The nurse bent to check machine and could hear the humas when machine was firing. The machine was exchanged for another "bovie" and again the md stated the machine was firing without stimulus from footpedal. Biomed was notified. Two seperated units had been utilized. The manufacturers were notified. Arrangements were made for loaners to be replaced for evaluation at the manufacturer level. The biomedical department here had evaluated machines but were concerned about the fact that the footpedal was not needing stimulus to fire. The patient had received two small burns to her right handdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other, other, other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. Invalid data - on device destroyed/disposed of status.